Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator shut off while on a patient. It was reported that the nurse heard a sudden beep and responded immediately to find the screen blacked out. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. It was reported that power supply was replaced.